Event description:
It was reported, the light source experienced scope communication error b30 and e216. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d9, h3, h4, h6. The device was returned to olympus for evaluation and the event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of the error code, malfunction did not reproduce, therefore, event could not be confirmed. Additionally, due to expired life expectancy of the lamp, the lamp was easy to burn out. However, a definite root cause could not be established. Olympus will continue to monitor field performance for this device.